Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead was destructively analyzed. No anomalies could be attributed to the complaint at this time. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2010; 3830 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. A sudden increase in lead impedance into a high range was also observed. The lead was explanted and replaced. The physician also decided to explant and replace the implantable cardioverter defibrillator (ICD) due to the current charge time. No patient complications have been reported as a result of this event.